Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported two cases of radial capsular tear occurring during laser assisted cataract procedure on the same surgery day, with one case requiring an anterior vitrectomy. Upon follow up, the reporter indicated a toric intraocular lens (iol) was planned. However, the a three piece iol was implanted. The patient presented with elevated eye pressure on one day post operative, and had to return a day later for another eye pressure check. Reporter stated the patient was better the following day. There are two related reports for this facility. This report addresses the patient requiring an anterior vitrectomy, and another manufacturer report will be filed for the other patient.

Manufacturer narrative:
After review of reported event as well as related literature, there is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system. In the surgeon¿s opinion he did not know what caused or contributed to the event. Based on assessment, the product met specifications at the time of release.the root cause cannot be determined conclusively.(B)(4).